Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 68. The alarm caused the customer to experience hypoglycemia. Customer's blood glucose level was not reported. Therefore, the customer was taken to the hospital by an ambulance. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Unit uploaded properly using carelink pro. Unit was programmed and monitored for 7 days. No unexpected pump error alarm noted. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.